Manufacturer narrative:
The complaint received states that post cordis stent implantation the patient died. This was a (B)(6) patient of unknown gender and medical history. There is no information available regarding stent lot or catalogue number, interventional procedure or target vessel. An unknown event occurred that resulted in the patient's death. Multiple attempts to gain further information have been conducted; however, no other details have been discovered to date. No product has been returned for analysis. There is no catalogue or sterile lot number information thus no DHR could be performed. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the cordis sds IFU's (instructions for use) as such. It is not possible to complete a DHR on this complaint. No corrective action will be taken at this time. Review of the extremely limited information does not allow for a determination of contributing factors.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
An unspecified healthcare professional called requesting patient information and additionally reported an adverse event. When the patient was "(B)(6) ," an unspecified cordis stent was placed in an unspecified vessel for an unspecified reason. On, 2010-(B)(6), patient experienced an unknown event resulting in death. No further information was provided.